Manufacturer narrative:
D. The lot number 4029671 provided cannot be verified in association with the reported material number. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf leaked past the stopper. The following information was provided by the initial reporter: writer was changing a tego on arterial line, when flushing line with saline flush blood started to leak out the sides around the plunger of the syringe. Customer communicated this is the second occurrence with this lot in 3 working days and they now have removed the lot from circulation at this time.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306547 and lot number 4029671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material #: 306547, batch#: 4029671. It was reported by customer that writer was changing a tego on arterial line, when flushing line with saline flush blood started to leak out the sides around the plunger of the syringe. Customer communicated this is the second occurrence with this lot in 3 working days and they now have removed the lot from circulation at this time. Sample to be returned from: (B)(6) hospital, 60 riverside dr, charlottetown, pe c1a 8t5. Verbatim: complaint received via email(s) attached. Writer was changing a tego on arterial line, when flushing line with saline flush blood started to leak out the sides around the plunger of the syringe. Customer communicated this is the second occurrence with this lot in 3 working days and they now have removed the lot from circulation at this time. Sample to be returned from: (B)(6) hospital, 60 riverside dr, charlottetown, pe c1a 8t5.

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 4029671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material #: 306547 batch#: 4029671 it was reported by customer that writer was changing a tego on arterial line, when flushing line with saline flush blood started to leak out the sides around the plunger of the syringe. Customer communicated this is the second occurrence with this lot in 3 working days and they now have removed the lot from circulation at this time. Sample to be returned from: (B)(6) hospital complaint received via email(s) attached. Writer was changing a tego on arterial line, when flushing line with saline flush blood started to leak out the sides around the plunger of the syringe. Customer communicated this is the second occurrence with this lot in 3 working days and they now have removed the lot from circulation at this time. Sample to be returned from (B)(6) hospital .